Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had decreased to 43 mg/dl while wearing the pod between 4 and 24 hours. The patient reports they had been vomiting. The patient was taken by ambulance to the hospital. Once at the hospital the patients pod was removed. The patient was treated with intravenous shots of glucose and potassium. The patient was prescribed insulin. The patient was provided with a glucose meter. The patient was discharged from the hospital the following day.